Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Mfg site evaluation: samples received: none. There are no previous complaints of this code batch. There are no units in OEM stock. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfill OEM requirements, and a normal sterilization process and the sterilization control were correct. The biocompatibility of monosyn is proved according to the iso10993 standard and it is degraded by hydrolysis to non-toxic degradation products which are then metabolized by the human body. Nevertheless there are risks (side effects) associated to the use of the monsyn suture, which are typical for any (absorbable) suture and which are mentioned in the instructions for use. Final conclusion: the complaint is not corresponding. Corrective/preventative actions: not applicable.

Event description:
Country of complaint: (B)(6). Veterinarian performed an ovariectomy and a hysterectomy on a cat. Three sutures on the white line (muscle) - 1 subcutaneous continuous suture - 3 points on the skin. All sutures were made with the same thread which is a monosyn drt22 70cm (B)(4) batch 112083. Five to six days later, the owners of the cat contacted the veterinarian to report a significant swelling of sutures- it seems that the animal tried to remove them. Treatment: cortisone and antibiotics.